Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. Reportedly, the customer did not enter the correct transmitter ID number into the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection after the customer entered the correct transmitter ID number.